Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the lead suture snapped during initial placement and the hcp removed it and placed a new lead. It was noted that the tissue of the patient¿s stomach was very tough getting the needle to pass through, which led to the snapping of the suture. The patient had a history of diabetes. The issue was resolved at the time of the report. No further complications were reported/anticipated.